Event description:
It was reported to boston scientific corporation that a wallflex biliary plus rx fully covered stent was implanted to treat an anastomotic stricture following a liver transplant during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. Three months after stent placement, the patient presented with abnormal liver function tests. On (B)(6) 2026, a repeat ercp was performed, during which the wallflex stent was found to have migrated into the duodenum, with the flange positioned at the ampulla. The physician confirmed that at the time of migration, the stricture had not yet resolved. A non-boston scientific stent was then placed through the wallflex stent to traverse the stricture. The wallflex stent was subsequently removed, and the procedure was completed. The patient was reported to have fully recovered.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e0313 captures the reportable patient complication of elevated lfts. Imdrf impact code f2202 captures the additional endoscopic procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary plus rx fully covered stent was implanted to treat an anastomotic stricture following a liver transplant during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date.three months after stent placement, the patient presented with abnormal liver function tests. On (B)(6) 2026, a repeat ercp was performed, during which the wallflex stent was found to have migrated into the duodenum, with the flange positioned at the ampulla. The physician confirmed that at the time of migration, the stricture had not yet resolved. A non-boston scientific stent was then placed through the wallflex stent to traverse the stricture. The wallflex stent was subsequently removed, and the procedure was completed.the patient was reported to have fully recovered.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.block h6:imdrf device code a010402 captures the reportable event of stent migration.imdrf patient code e0313 captures the reportable patient complication of elevated lfts.imdrf impact code f2202 captures the additional endoscopic procedure.block h11:investigation results:based on the available information, boston scientific could not confirm the reported event of stent migration. The device was not returned for product evaluation as it was disposed; therefore, a technical analysis could not be performed. However, stent migration is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Device history review:a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.device technical analysis:the complaint device was not returned for evaluation as it was disposed; therefore, a technical analysis could not be performed. Media analysis was performed on provided photographs by the complainant, where the stent can be observed in the patient's anatomy. However, this does not provide sufficient evidence to confirm a migration.risk review:a risk review was completed and confirmed that the event of stent migration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.labelling review:a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent migration is noted within the IFU as a known possible adverse event associated with the use of the device.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.